Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired 5 months ago. No additional data was given, and the device has not been returned.